Event description:
It was reported that the patient experienced a revision of an ams 700 inflatable penile prosthesis pump and reservoir due to unspecified reasons. Another pump and reservoir were implanted to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the reason for the revision was fluid loss. The customer has a non-functional implant and the date of the original surgery was (B)(6) 2008. Additional information received that the patient condition was good and there were no post operative complications. The new implant is operating.